Event description:
The customer reported that falsely depressed sodium (na) results were obtained on a plasma sample when compared to a serum sample on multiple patient samples on a dimension exl with lm integrated chemistry instrument. The initial results were reported to the physician(s). The customer did not provide patient sample results data, including sample identifier, erroneous results, and correct reported results to siemens. The customer stated that one patient had been admitted to the emergency room (ER), but they did not provide any other details. It is unknown if there are no known reports of adverse health consequences due to the falsely depressed na results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely depressed sodium (na) results were obtained on a plasma sample when compared to a serum sample on multiple patient samples on a dimension exl with lm integrated chemistry system. Quality control (qc) and calibration were valid on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse checked the integrated multisensor technology (imt) system, which showed a buildup of salt on the sensor side of the salt bridge connector, a possible indication of a hairline crack, performed a conditioning and dilution check, which passed. The cse replaced the sensor, connector, and verified the pump rate. The customer obtained a different box of lithium heparin tubes and redraw a patient sample and processed it on the old green top tube and the new green top tube for troubleshooting purposes. New green top tube results recovered higher than the old green top tube. The cause of the falsely depressed na results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed the initial on 13-jun-2025. Additional information (23-jun-2025): in addition to the service activities mentioned in the initial report, the cse performed precision tests for a patient sample in the old and new lot of plasma (green) tubes, and observed that the new lot gave expected results, whereas old plasma tube gave depressed results for all lytes. Siemens further evaluated the event and concluded that the plasma tubes used by the customer, which resulted in preanalytical sampling issues, potentially contributed to the falsely depressed sodium (na) results. The investigation findings and investigation conclusion codes in section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.